Event description:
Complainant alleged that during the incoming inspection of the device, the device displayed a "defib fault 78" message when they performed the defibrillator output test with the device in ac mode. The complainant indicated that there was no pt involvement in the reported malfunction. During the device eval, it was observed that the device failed to power up in battery mode.